Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapy, a spectrum iq pump was "changing doses when the connection to wi-fi dropped". The pump reverted to the previous dose recorded, and not the previous programmed rate. Levophed was programmed to infuse at 8mcg/min. The wi-fi connection "dropped briefly" and when the nurse returned to the room reported the patient to be hypertensive. The pump "had automatically changed the dose to 15 mcg/min". The dose was manually changed back. The event occurred "several times during the shift". No additional information was available.

Manufacturer narrative:
Additional information h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.